Event description:
Per the operating room staff: the port-a-cath was placed in patient and the catheter was attached to the port. The cuppler was placed over top of the catheter, to the port (at this time a click was noted), and when the surgeon tugged to ensure catheter was connected, the catheter disconnected from the port. The staff then started the process again, and re-clicked the catheter and it stayed in place.